Manufacturer narrative:
Product, unique device identification (UDI), device manufacture date and associated fields updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter for the navigation system would intermittently not track. It was reported that the site restarted the navigation system to restore functionality. It was reported that the emitter turned off without prompt from the user and functionality came back without prompt from the user after roughly fifteen seconds. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.